Manufacturer narrative:
An event regarding revision due to pain involving a triathlon tibial insert was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Device history review indicated that the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no product specific failure mode was identified. The event could not be confirmed nor the root cause determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient is still having problems with the implanted knee.

Event description:
It was reported that the patient was still having problems with the implanted knee. An updated indicated that patient underwent revision surgery due to ongoing pain even after post op implant surgery.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5520-b-600, triathlon prim tib baseplate - cemented, lot code: s47sy; cat. No.: 5510-f-601, triathlon cr fem comp #6 l-cem, lot code: s4jry. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.